Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced a no delivery alarms and was not able to deliver a bolus. Customer's blood glucose was 431 mg/dl. It was reported that insulin did not exit and pump alarmed with a 5.0 unitfixed prime. It was reported that insulin did not exit with plunger push and there was greater than normal resistance. Customer was advised to that infusion set and reservoir would need to be replaced due to infusion set / reservoir occlusion.

Manufacturer narrative:
We evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion reservoir not occluded.